Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 2500 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The device had previously been programmed to vdd mode, which was noted this was likely due to a known issue with the patients ra lead. The device was going to remain programmed this way. No adverse patient effects were reported. The device remains in service.